Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occured. The 95% stenosed target lesion was located in a mild tortuous, and severely calcified superficial femoral artery. A 5.00 mm/2.0cm/ 90 cm peripheral cutting balloon was selected for use. During the procedure at first inflation, it was noted that a balloon rupture occured and lesion was unable to be dilated. The procedure was completed with another of the same device. No patient complications reported. Patient was good post procedure.

Event description:
It was reported that a balloon rupture occured. The 95% stenosed target lesion was located in a mild tortuous, and severely calcified superficial femoral artery. A 5.00 mm/2.0cm/ 90 cm peripheral cutting balloon was selected for use. During the procedure at first inflation, it was noted that a balloon rupture occured and lesion was unable to be dilated. The procedure was completed with another of the same device. No patient complications reported. Patient was good post procedure.